Event description:
Acct reports they were infusing contrast with a high pressure injector in the CT lab when the tubing "burst". States it has happened about 3 times in the past 1 1/2 weeks. States their instructions on the pressure injector state that it goes from 40 to 85 psi depending on how fast they inject. States they inject according to the pt. No pt injury reported.